Event description:
It was reported to covidien on 03/08/2010 that a customer had an issue with an insulin syringe. The customer reported that his (B)(6) daughter injected him with insulin and then when she recapped the contaminated needle, the needle pierced through the cap and stuck her in the right index finger.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.